Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that he had issues with the sensor. The customer's sensor glucose reading was 87 mg/dl but his blood glucose reading was 43 mg/dl. The customer was almost unconscious. The customer treated his blood glucose level with food. The customer's mouth appeared as if he was drooling/numb. He was agitated and slumped in his chair. The device was not returned.